Event description:
The customer called for assistance in turning off one of the basal patterns. After being assisted, the customer stated that he was treated by the paramedics two days ago due to a low blood glucose of 32 mg/dl. The customer had just had oral surgery, and was not eating any solid foods, which caused his blood glucose levels to drop. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.